Event description:
A patient underwent ivtm therapy after cardiac arrest. An icy catheter (lot # 155773) was inserted into the patient's femoral vein, and an arterial blood pressure line was placed at the same site. During the cooling phase of the treatment, the customer noted that the 500-ml saline bag was empty. The customer did not report any "air trap" alarm displayed by the thermogard console. The patient's body temperature was 33.0 °c when the issue was noticed. The customer did not perform a catheter leak check as per zoll's new IFU before replacing the saline bag; instead, they replaced the 500-ml empty bag with a 1000-ml bag. Upon inspection, no blood was observed in the tubing. Also, there was no fluid noted on the patient's bed, the thermogard console, or the floor. Catheter balloon leak and infusion of about 500-700 milliliters of saline into the patient's bloodstream was suspected. Zoll clinical specialist advised the customer to remove and replace the catheter. The customer did not provide any further details or information on how the treatment was completed. Patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot # 155773) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no apparent physical damage was noted. Dried blood residue was observed on the catheter balloons and inside the luered tubings. During functional testing, all lumens and infusion ports, and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 155773.

Manufacturer narrative:
Zoll has not yet received the icy catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
A patient underwent ivtm therapy after cardiac arrest. An icy catheter (lot # unknown) was inserted into the patient's femoral vein, and an arterial blood pressure line was placed at the same site. During the cooling phase of the treatment, the customer noted that the 500-ml saline bag was empty. The customer did not report any "air trap" alarm displayed by the thermogard console. The patient's body temperature was 33.0 °c when the issue was noticed. The customer did not perform a catheter leak check as per zoll's new IFU before replacing the saline bag; instead, they replaced the 500-ml empty bag with a 1000-ml bag. Upon inspection, no blood was observed in the tubing. Also, there was no fluid noted on the patient's bed, the thermogard console, or the floor. Catheter balloon leak and infusion of about 500-700 milliliters of saline into the patient's bloodstream was suspected. Zoll clinical specialist advised the customer to remove and replace the catheter. The customer did not provide any further details or information on how the treatment was completed. Patient's status information was requested, but the customer did not provide a response.